Manufacturer narrative:
Unit received with critical pump error (open book image) and pump error 4 followed by pump error 3 alarms due to moisture damage on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture, peeling end cap address label, corrosion on force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the pump alarmed a pump error. The customer states were in a water park and left pump in locker. The customer came back to the pump which was alarming. The customer did not know how to resolve the issue. The customer pump will be swap. The pump will not return for analysis.